Manufacturer narrative:
During troubleshoot with the olympus technical assistance center (tac) via telephone, no scope was available at that time of call and tac was unable to duplicate the error or issue at the first call. The customer later reported, while in front of the unit an n207 error code (data needs to be transferred notification code) was found and confirmed to be the customer¿s root concern. Tac confirmed that the customer did not need all those backup images and then went into the user menu with the manage images tab to delete all the unwanted images successfully. The issue has been resolved, and the notification code has been eliminated after all the unwanted images were deleted. The device will not be returned to olympus. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had an image malfunction, "all images not showing flash only of error". The team in the procedure room reported a quick message on the screen that came / went and could not be determined. The video system and tower were inspected before the procedure started. The error problem did not delay or postpone cases. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned due to this a cause could not be identified. Olympus will continue to monitor field performance for this device.